Manufacturer narrative:
The device was received and evaluated. Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. A leak test was performed and no leaks were found. No timeouts or drive stalls were seen in the device data. The device was received with the linkage assembly not fully retracted. After opening the device, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was misaligned and was interfering with the top housing.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied, and a correction was delivered.